Event description:
A report was received that the patient had necrosis at the edge of the pocket site. The patient was prescribed antibiotics. The patient underwent an explant procedure since it had broken through the skin due to infection. The physician was not sure if the necrosis was device related but did not believe that the infection was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.